Event description:
The valve was explanted due to paravalvular leak. Intra-operatively, purulent drainage from the pericardium was noted. Gram stain was negative. There was severe calcification of all structures in the heart. The valve was easily removed. There was almost complete dehiscence of the superior half of the posterior annular sutures. The annulus was debrided, however, there was severe calcification and scarring to the entire left atrial area. A 27mec-102 was implanted. An intra-operative tee showed the valve seated well and there was no mitral regurgitation.